Event description:
A peritoneal dialysis (pd) pt called the MFR's tech support dept while in dwell 1 of 4 of a peritoneal dialysis treatment and stated that he felt very full. The pt requested assistance draining. Tech support assisted the pt with performing a stat drain. The pt also requested assistance changing his fill volume because he felt that it was too high. Tech support advised the pt to contact his pd rn regarding prescription changes. The stat drain volume, prescribed fill volume and treatment data sheets have not been provided.

Manufacturer narrative:
At the time of this writing, treatment data was not available to determine the stat drain volume and prescribed fill volumes. The large intra-peritoneal volume remains undetermined. Therefore, an MDR is being sent as the large drain volume is unk at this time. The peritoneal cycler (plant investigation) is currently undergoing eval, a supplemental MDR report will be submitted upon completion of the device eval and anticipated treatment data review.